Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was impossible to pass the lead rotation to the screw. It took number of times to re-anchor from the initial position. It was noted the left ventricular (lv) lead dislodged. Th lead was implanted and remains in use. No patient complications have been reported as a result of this event.